Event description:
Per the clinic, on (B)(6) 2025, the patient underwent a cardiac MRI, during which the patient's head was wrapped as recommended by cochlear and was reported to be appropriately tight. During the MRI procedure, the patient experienced discomfort and pain, which persisted post-MRI. Subsequently, the patient reported taking over-the-counter oral medication for pain relief. The patient experienced magnet dislodgement during the MRI (1.5t) which was observed during a physical examination where tenting of the skin and a palpable edge of the magnet positioned at an angle were noted. Subsequently, a revision surgery was performed on (B)(6) 2026 under mac anesthesia to reposition the magnet into appropriate pocket in the implant. The implanted device remains.